Event description:
The user facility reported a 70yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during placement of the pump, the catheter kinked on itself due to angle of entry. The device was swapped out. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported kinked cannula has been completed. The device was returned for evaluation. A cannula kink was found near the outflow cage. No other damage abnormalities were found. After reviewing the clinical information, it was determined that the cause of the delivery issue was a steep insertion angle. This report is being filed as part of a retrospective review of historical records.